Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption and the pump history was noted to be missing. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.